Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced due to unknown product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.